Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and was experiencing abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107 and abnormal shutdowns) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.